Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed multiple motor errors during the rewind step of the prime process. The caller did not know the customer's blood glucose reading. The caller was able to complete the rewind sequence. The caller stated that the insulin pump had alarmed no delivery prior to the motor error alarms as well, noting that this seemed associated with the rewind process. The caller also mentioned that the insulin pump depleted batteries excessively. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.